Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a power on reset (por) occurred. Critical ram parity error occurred in address 12 38 on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) was recorded on the remote transmission. It was further noted that the patient had been hospitalized for syncope, which was prior to when the por occurred. No additional information could be obtained from the clinic. The reset was cleared, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.